Event description:
The customer reported approximately 20 ml of liquid stain dripped into the tubing tray involving lh slide stainer. The fluid leak was contained within the unit. The customer had on personal protective equipment (ppe): laboratory coat and gloves. Patient results were not impacted. There was no exposure to open lesions or mucus membranes. There was no report of injury or adverse effect associated with this event. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) reported the customer had resolved the liquid leak issue by replacing bath #1 and #3 fill pumps. Subsequently, the customer was getting bath drain errors. The fse discovered a pinched tubing out of bath #1 drain solenoid. The fse re-installed the tubing and replaced #3 bath drain tubing. The fse verified repair per established procedures. The fse did not observe or find evidence of a fluid leak. The unit conformed to the manufacturer's published performance specifications. The customer has an exposure control/risk management plan at the facility. (B)(4).